Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause of the event was not reported. The patient was hospitalized for the event. Treatment and action with dianeal therapy were not reported. At the time of this report, the patient was not recovered from the event. No additional information is available as the reporter declined to provide any further information.